Manufacturer narrative:
The investigation is ongoing.

Event description:
The initial reporter received a questionable elecsys troponin t gen 5 stat result for one patient sample with a cobas e 411 immunoassay analyzer. The initial result was (B)(6) ng/l. The patient received a finger poke for troponin that resulted in <(B)(6) ng/l. The original sample was repeated with a result of <(B)(6) ng/l. The sample was sent to another site and tested on a non-roche instrument with a result of <(B)(6) ng/l. The questionable result was reported outside of the laboratory. The repeated result of <(B)(6) ng/l was deemed correct. The reagent lot number and expiration date were requested but not provided.

Manufacturer narrative:
The customer's calibration and qc results and system alarm trace were requested but not provided. Based on the data provided a clear root cause could not be identified.

Event description:
The initial reporter received a questionable elecsys troponin t gen 5 stat result for one patient sample with a cobas e 411 immunoassay analyzer. The initial result was (B)(6) ng/l. The patient received a finger poke for troponin that resulted in <(B)(6) ng/l. The original sample was repeated with a result of <(B)(6) ng/l. The sample was sent to another site and tested on a non-roche instrument with a result of <(B)(6) ng/l. The questionable result was reported outside of the laboratory. The repeated result of <(B)(6) ng/l was deemed correct. The reagent lot number and expiration date were requested but not provided.

Manufacturer narrative:
The investigation is ongoing.